Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). The data regarding the type iii endoleak and therefore the reason for reporting this event, was an entry error. According to the site, the initial entry shouldn¿t have been entered because it was only a suspicion of an endoleak and later assessment revealed that no endoleaks were present. This complaint is hereby no longer considered reportable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: (B)(6) 2015: a proximal component (device number unknown) and a distal component (device number unknown) were implanted without difficulty. A second distal zenith alpha 38-217 was implanted with 120 mm overlap due to a 1b endoleak. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: (B)(6) 2015 (7 days pp): a type iii endoleak was noted ¿downstream of the left subclavian artery, at a location where there is a breakage of one of the meshes of the stent.¿ no other technical observations/imaging abnormalities observed, including kink, stent fracture, barb separation, and component separation. Additional information received 27mar2017: the site has now removed the information in the edc regarding the type iii endoleak. The reason for this entry is therefore no longer present. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the available information for this complaint was only the event description as no imaging or lot number was provided. It was therefore not possible to determine the cause of the event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a proximal component (device # unknown) and a distal component (device # unknown) were implanted without difficulty. A second distal zenith alpha 38-217 was implanted with 120 mm overlap due to a 1b endoleak. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: on (B)(6) 2015 (7 days pp): a type iii endoleak was noted ¿downstream of the left subclavian artery, at a location where there is a breakage of one of the meshes of the stent¿. No other technical observations/imaging abnormalities observed, including kink, stent fracture, barb separation, and component separation. Patient outcome: unknown as information was not provided.